Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose and flush drive support disk. Unable to perform basic occlusion, occlusion, prime and a33 and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 278 mg/dl at the time of incident. Troubleshooting found that the pump could be rewound but that customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.